Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube, arteriotomy locator, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition. The hemostasis sheath and locator were returned fully mated. The blood inlet and outlet holes were inspected and no obstructions or damage were identified. The distal tip of the sheath was found to have been damaged. No other damage or issues were identified. Functional testing was performed by attempting to pass water through the assembly to test for any issues with fluid flow with the returned sample. No issues were noted during functional testing and water was able to pass through the assembly without issue. The hemostasis sheath and locator were returned fully mated. The returned device was found to have been damaged at the sheath tip. Functional testing was performed, and fluid was able to pass through the device. It could not be established that the damage caused an issue with blood return. As a result, the complaint was confirmed for a damaged sheath tip. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: when the doctor advanced the modified sheath over the wire into the artery, there was no blood flow from the outlet hole. The modified sheath was replaced, and the new device had very good blood flow. The procedure was completed without incident/successfully, and the sheath was in a good position. There was obstruction to blood flow/stenosis. There was no effect on patient condition or the event and outcomes. Additional information was received on 20nov2025: a 6 french sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed, and clear of any abnormalities or bifurcation.